Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including on/off current testing, patient and circuit impedance testing and shock testing without duplicating the report. An internal inspection of the device found no discrepancies. The customer declined the recommended replacement of the main board and requested that the device be scrapped. The device was scrapped. Analysis of reports of this type has not identified an increase in trend.